Event description:
I had bladder repair surgery with implant of advantage fit sling. M0068502111. I have had right-sided groin pain, fatigue, muscle cramping following surgery. I now use crutches and a medical cart because I cannot put any weight on my right leg without excruciating pain. I have constant pain and on pain medication daily which doesn't alleviate the pain. I also have damage to my femoral nerve and right quadricep atrophy.